Manufacturer narrative:
It was reported that the unit remained "on" and was getting very hot. Our investigation revealed a no defect. The quality control assistant tested the pad and got temperature readings of 139-167 degrees and the pad times out at 22.41 minutes. We find that this is a case of customer error and not understand our product.

Event description:
Stated the pad was getting very hot and not shutting off.